Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm noted during testing. The insulin pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 180 mg/dl.